Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was scratched and pitted. Reportedly, the reason for the scratched screen was unknown. The customer reported that the pump was functioning as intended. There was no known impact to the customer's blood glucose.